Manufacturer narrative:
Product complaint # ==(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: ¿ when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. During passing through tissue. ¿ did this event contribute to any patient adverse event? If yes, please explain. No. ¿ please provide us with the shipping status and the shipment tracking number. We will provide the tracking number once it is shipped. ¿ please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Dr. (B)(6). Kindly be informed that your shipment has been collected from our stores yesterday, march 10, 2026.

Event description:
It was reported that a patient underwent an unknown procedure in 2026 and barbed suture was used. During the procedure, the suture cut from swage area. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/15/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One empty labeled winding former, one detached needle and one suture piece were received for analysis. The product code is sxpp1b420. During the visual inspection of the detached needle, the swage area and the edge were noted with marks probably caused by a surgical instrument. This condition likely caused the needle to detach from the suture. Additionally, remnants of the suture were observed in the needle hole. The received suture was inspected, and the extremes were noted to be cut, and crimping marks were present on the surface, it was likely caused by a surgical instrument. Furthermore, body fluids were noted along the length of the suture. The other section of the suture was not returned for analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.